Manufacturer narrative:
Product event summary: (B)(4). The proximal segment of the lead was returned, analyzed and no anomalies were found.

Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from a funeral home with information noting the patient is deceased. Further review of the manufacturer¿s database indicated the patient died approximately three weeks after device system was implanted. The cause of death has been requested and not received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pulse generator (ipg) implanted: (B)(6) 2013; 5076-52 implantable pacing lead implanted: (B)(6) 2013. (B)(4).